Event description:
It was reported that there was power on reset (por) on the device. The device was replaced. It was also reported there was insulation damage suspected as cause for arcing during high voltage therapy on the right ventricular (rv) lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Power on reset (por) is a firmware initiated por and occurred on (B)(4) 2015. It was also reported there was insulation damage suspected as the cause for arcing during high voltage therapy on the right ventricular (rv) lead. The device and the rv lead were replaced. The returned product analysis laboratory (rpa) reviewed the save to disk (s2d) confirming that a ¿no reason code¿ por occurred on (B)(4) 2015. Pal analysis confirmed the por stored in device memory. Repeated attempts to induce the no reason code por were unsuccessful during the analysis. The device functioned nominally with regards to pacing output, lead impedance, and regulated supply and reference voltages. Nominal device charging was demonstrated with the device connected to its battery. Visual inspection was performed to look for evidence of high voltage arcing. Marks on the right hand shield were observed. It was not determined whether or not these marks were from arcing. There was no evidence of arcing within the device assembly. The perimeter of the stacked chip scale package (scsp) component was optically inspected. No anomalies were observed. With the device fully functional, the analysis was terminated due to an inability to reproduce the reset experienced in the field. No hybrid anomalies were observed that would account for the field-recorded electrical reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).